Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A health care professional reported receiving a reading of 349 mg/dl on a precision pcx blood glucose meter. The reference reading of 139 mg/dl was received on the lab's meter within 10 minutes. The precision pcx reading was performed on the finger and the laboratory result was a venous sample. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.